Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following; when observing the inside of the pipeline from the instrument channel outlet at the distal end to the suction cylinder, there was something like a scratch on the bending section. There were no abnormalities such as buckling, dirt, or foreign material adhering inside the instrument channel. Although there were small scratches on the distal end, no significant stains, foreign material, or scratches could be found around the instrument channel port and cylinder. The device was sent to (B)(4) olympus for further investigation. (B)(4) olympus inspected the device and confirmed the following; the angulation was insufficient and there was play in the angle operation. The adhesive on the bending section rubber was missing, the insertion tube was scratched, and the light guide lens was cracked. The actual device was investigated, but the causal relationship between the reported event and the device defect was unknown. The exact cause of the reported event could not be conclusively determined. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The user reported that the device had been scratched and malfunctioned. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
It was reported the evis exera iii xenon light source displayed e204 and b30 errors on multiple carts. No impact to patient care was reported.